Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future, hamilton medical ag will report any issue similar to this case, as it has been deemed to be a reportable event. The allegation in this case was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the issue while the ventilator was being used. The root cause was determined to be due to a mixer valve leak defect. In consequence, the he air and o2 mixer valves were replaced. There was no patient or user harm.

Event description:
Time when the device was used: (B)(6) 2022. Information about the adverse event: 2 ventilators in the department were found to fail at the same time and could not be used.